Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated their bladder stimulator hasn't been working for their bladder incontinence since they had a laparotomy on (B)(6) 2022 for a bowel obstruction (the patient confirmed the bowel obstruction and resulting surgery was unrelated to the device/therapy and that scar tissue had been wrapped around the bowel.) The patient reported that, prior to the procedure, they'd had 100% symptom relief and that now their symptoms had 100% returned and they've been incontinent since. The patient reported they've had a yeast infection and a urinary tact infection (uti) for awhile (more than month, more like two months now) and that they were unable to be on antibiotics because their liver enzymes were high. The patient stated they've been to their managing health care provider (hcp) several times, told them about their symptom return and the hcp told the patient when their infection cleared up it would clear up. The patient stated they were at their hcp office yesterday ((B)(6) 2022) because they had taken antibiotics last week because they've been trying to travel. Troubleshooting reviewed with the patient that they should follow up with the hcp to check the implanted system since the procedure and reviewed therapy expectations with the patient. Agent offered to assist the patient in checking their settings. The patient's family member was in the background and stated the patient had changed the settings since the procedure and that they've had a few mris since then as well. Patient services guided the patient to connect to see their settings. The therapy was on and the patient increased the stimulation, however they felt a throbbing and pulsating sensation in the bike-seat region when they increased. Patient services asked the patient if the stimulation sensation feeling that way was a new development and the patient stated they would feel it that way occasionally in the past. Agent reviewed stimulation expectations with the patient and programming considerations. The patient then switched to another program. They increased the stimulation to where they felt the stimulation but it was a little too uncomfortable so they backed it down to where they no longer felt the discomfort in the bike-seat region but also they were no longer able to feel the stimulation. The patient was going to monitor their symptoms now that a change had been made but was going to follow up with their managing hcp to check the implanted system and to discuss their symptom concerns.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.